Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and found to function as expected. The device event history log showed the device did lose programmed settings but only after device gave "low battery" alarms and device was stored with the battery for more than 2 days. The device instructions require the user to replace the battery as soon as "low battery" alerts occur.

Event description:
It was reported the device lost programmed settings. No adverse effects.